Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Two used console fluidics management system (fms) in trays were visually inspected. The samples were tested using a console. The samples could be recognized by the console. The samples primed and tuned with the console handpiece and a 0.9-millimeter aspiration bypass system (abs) tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. No system message code displayed on console screen. Both cassette maximum vacuum and aspiration flow rates, and irrigation flow rates were measured and met specifications. No problem was found with the returned cassettes fluidics. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that pak had no irrigation, error code was appeared after replacing fluidics management system with new one they were not able to test the handpiece and did not have enough vacuum and aspiration during cataract surgery. The surgery was completed by replacing with another one. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).